Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that a smiths medical cadd® ambulatory pump ac adaptor accessory was producing an intermittent current. This was noted to have a risk of damaging the pump. There were no reported adverse effects.